Event description:
Ventilator on patient and alarming not delivering tidal volume. Rt immediately responded and evaluated that the ventilator was not delivering the appropriate volume. Patient exhibiting no s/s of distress. Display screen reading all zeros. Rt replaced the filter and changed out the diaphragm. Ventilator display of tv 100. Ventilator tagged and sequestered in nurse manager's office. Respiratory director notified carefusion for follow evaluation of the ventilator.